Event description:
The catheter fractured in mid point of tubing. No other info provided. The device was likely removed. Event did not result in long-term or residual consequences.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.